Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to a pocket erosion and a possible pocket infection. Reportedly, the device fixation thread caused the nylon end to protrude through the skin, resulting in a pinhole-like opening that led to inflammation. The pocket was irrigated and then replaced. There was no additional adverse patient effects were reported. And this ra lead remains in service.